Manufacturer narrative:
Correction: product, unique device identification (UDI) and related fields updated to proper values.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the missing surgeon profiles issue was resolved by reinstallation of the application software. When testing for the unexpected shut down, the representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. It was reported that the reported behavior was consistent to a known anomaly in the medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system shut down multiple times without prompt from the user. It was reported that the surgeon profiles went missing after the navigation system was restarted. It was noted that the system appeared to be "attempting to reboot itself." There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.